Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. The insulin pump had corroded motor home switch.

Event description:
The customer reported via phone call that there was water under the screen and the insulin pump went blank. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.